Manufacturer narrative:
A user facility reported, "patient's temp alarm was ringing off. Temp was reading from foley catheter. Upon inspection, the distal portion of the catheter remained in the pt, however the rest of the device had come apart at the junction where the balloon and temp probe attached. Remainder of foley removed from pt without issue and balloon was found to be deflated." Deroyal industries, inc. Requested return of the device, however, the product was discarded and is unavailable for return. A supplier corrective action request has been issued to the supplier, spectruum plastics. This investigation is not complete at this time. No further information is available at this time. We will provide follow up report when additional information becomes available.

Event description:
A user facility reported, "patient's temp alarm was ringing off. Temp was reading from foley catheter. Upon inspection, the distal portion of the catheter remained in the pt, however the rest of the device had come apart at the junction where the balloon and temp probe attached. Remainder of foley removed from pt without issue and balloon was found to be deflated."